Manufacturer narrative:
The complainant reported that there were no further adverse effects to the patient as a result of the reported problem. The model # of the pump: impella recover lp2.5, catalog #: 0046-3061, serial #: (B)(4), batch #: 0075373-16. Neither the 0.018 guidewire or impella pump were returned for evaluation. The complainant reported that the guidewire was discarded subsequent to use. Th MFR will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when received. (B)(4).

Event description:
The complainant reported that the clinicians were performing high-risk percutaneous coronary intervention on a (B)(6) male patient. During the preparation to implant an impella lp2.5 pump the clinician employed a perclose x2 wired insertion, but the 0.018 guidewire looped around the impella going up, and then kinked. The clinicians then found that they were unable to either advance or remove the impella. A vascular surgeon then performed a femoral cut down and successfully removed the impella, guidewire and sheath. The vessel was then repaired and the impella was placed. The right iliac dissected, so the physicians had to go back into the left brachial for intervention. Two stents were placed in the patient's circumflex artery, and one stent was placed in the right coronary artery. The patient was successfully supported with the impella lp2.5 pump for 3.75 hours. The impella was then removed from the patient per protocol and without issue. The patient's groin was repaired, and the patient was released from the hospital the following day.